Event description:
The customer reported that both monitors are black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The arch connector on the interconnect cable was tightened. The system was tested and found to be working as intended and put back into service.